Event description:
I began treatment with byte aligners and experienced worsening dental conditions. After consulting with my licensed dentist, I was advised to discontinue use of the aligners due to potential harm and complications. I communicated these concerns to byte, but I was repeatedly instructed to continue treatment, despite professional dental advice to the contrary. Following this, my condition deteriorated further, requiring corrective treatment that I now cannot afford. Byte has since suspended sales, and I have been unable to formally submit a complaint or receive adequate clinical support. I have also not been provided with a clear path to refund or resolution. I believe the product and service may pose a risk to other patients, especially when guidance from byte¿s clinical team contradicts recommendations from licensed dental professionals. This has not only impacted my oral health but has also created a financial burden. I am submitting this report because I feel that byte¿s aligners and treatment protocols may pose a risk of injury or harm when proper care is not provided.